Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device powers on and off by itself due to an electrically shorted component on the circuit board.

Event description:
The customer reported the device has random power cycles. No consequences or impact to patient were reported.